Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event #3: tuohy needle did not achieve loss of resistance and the needle advanced too far causing dura puncture. Patient had to have a blood patch.

Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4). Event 3: multiple unsuccessful attempts were made to obtain a sample. No sample was returned for evaluation ; because of this, further investigation of the complaint is not possible and no conclusion could be drawn. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.